Event description:
It was reported that an intraocular lens was removed intraoperatively from the pt's right eye due to a bent trailing haptic noted during insertion. The incision was enlarged to remove the lens and sutures were used to close the wound. Another lens of the same model and diopter was implanted successfully. Please reference MDR # 1119279-2013-00034 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.